Event description:
New information received notes that patient continued to have intermittent ventricular undersensing post device reprogramming. When the asymptomatic patient presented through merlin.net transmission, few pause episodes were observed. Further testing and programming changes were recommended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device had a false bradycardia episode due to undersensing. The patient was called in clinic and device was reprogrammed. Patient was stable.